Event description:
Related manufacturer reference number: 1627487-2022-01396. It was reported that the patient experienced ineffective therapy from their drg system. Diagnostics revealed high impedance. Surgical intervention took place on (B)(6) 2022 wherein the patient¿s competitor¿s scs system was explanted and replaced with abbott scs system to address the ineffective therapy/ same pain area. Patient has effective therapy with the scs system.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.